Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined the motor speed was unstable and motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device would make a strange noise and would not cut. The event occurred outside the surgical environment. At product evaluation investigation the device motor speed was unstable. No adverse events were reported as a result of this malfunction.